Event description:
It was reported that stored episodes had non-physiologic intervals which appear to be noise and far-field r-wave oversensing was noted on the in-office printouts while the atrial threshold testing was being performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5072-52 lead implanted: (B)(6) 1999. (B)(4).